Event description:
According to the reporter, days post-operative of a laparoscopic appendectomy, the patient developed a strong severe allergic rash on the skin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.